Event description:
Nurse practitioner reports that patient cadd legacy pump s/n (B)(4) turns off, cycles through information, then alarms, turns off again and repeats. Patient did not miss any therapy, has her backup pump, and a replacement pump is being sent. No more information given. It was the back up pump that malfunctioned. The patient did not miss therapy and was not home. The patient will send back the pump and a replacement pump was sent. Reported to (B)(6) by: health professional. Dose or amount: 82ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.21.